Event description:
My wife had the lapband surgery in 2007 at weight loss surgical center by dr. She stayed overnight and was released to return home. For the following four days, she experienced nausea and weakness, and she was unable to eat anything. Two days later, she was running a temperature of 102 degrees and experiencing dry heaves. Dr advised us to go to the medical center emergency room. My wife was life flighted to regional medical center for infection from stomach contents leaking into her body. Dr performed the second surgery and said that a "spring suture" had popped open and torn the tissue around it causing the problem. My wife was on a ventilator in ICU for two weeks, she was septic, and shortly after her surgery she was diagnosed with pneumonia and a staph infection in her blood. The ventilator was removed on the fourteenth day following her surgery after 1 liter of water was removed from her lungs by another dr and a strong antibiotic therapy. Our stay in ICU lasted another week, then she was transferred to rm. 4816 to start physical and occupational therapy. Approx a month after the original date, she was transferred back to medical center to finish her occupational and physical therapy which will last until a week later. I would like to see an investigation on the lapband and the spring suture used to verify it is safe for use. How many spring sutures will "pop" open and cause others to experience this nightmare in the future because of this surgery?